Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) experienced multiple brief instances of signal loss during the day while used with the ilet, after which the cgm reconnected without user intervention, consistent with intermittent communication failure and involving the antenna component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between connected components, with intermittent communication failure associated with the cgm¿s antenna. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication anomaly.